Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 140 mg/dl. The customer was unable to clear the alarm. The customer declined further follow-up from tandem technical support.